Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2020. The customer¿s blood glucose level was 590 mg/dl at time of incident. Another blood glucose level was 400 mg/dl. The customer was assisted with troubleshooting. The customer was treated with hospitalization and insulin. The customer stated that the symptoms related to high blood glucose such as vomiting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Pump received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin 6 trace on u1 keypad assembly. Device received with scratched case, pillowing keypad overlay and cracked select button keypad overlay.